Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and device breakage ("fracturing of the implant") in a 36-year-old female patient who had essure (batch no. 919013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included folic acid and hydroxychloroquine. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced mood swings ("hormonal changes describe: ood swings"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rashes or skin conditions type: rashes on elbows, knees, under arms and face, acne") and alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), application site pain ("arm start to hurting"), application site pruritus ("itchy where the nickel place"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: loating"), constipation ("gastrointestinal or digestive system condition type:constipation,") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.) And surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, application site pruritus, mood swings, rash, abdominal distension and constipation outcome was unknown, the pelvic pain, application site pain, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue and abdominal pain had resolved and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, application site pain, application site pruritus, constipation, device breakage, device dislocation, dyspareunia, fatigue, menorrhagia, mood swings, pelvic pain, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: total bilateral occlusion. "Concerning the injuries reported in this case, the following one was reported via social media: application site pruritus, application site pain. Most recent follow-up information incorporated above includes: on 18-jun-2018: new pfs received- new events added: hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: rashes on elbows, knees, under arms and face, acne, dyspareunia (painful sexual intercourse), pain, fatigue, gastrointestinal or digestive system condition type: bloating and constipation, hair loss , abdominal pain were added.out come of events pain, bleeding, painful intercourse, fatigue from unknown to recovered/resolved. Outcome of event hair loss from hair loss from unknown to recovering/resolving.lot number was added. Product information was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and device breakage ("fracturing of the implant") in a 36-year-old female patient who had essure (batch no. 919013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included folic acid and hydroxychloroquine. In 2013, the patient experienced mood swings ("hormonal changes describe: ood swings"), dyspareunia ("dyspareunia (painful sexual intercourse)"), acne ("rashes or skin conditions type: rashes on elbows, knees, under arms and face, acne") and alopecia ("hair loss"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), application site pain ("arm start to hurting"), application site pruritus ("itchy where the nickel place"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: loating"), constipation ("gastrointestinal or digestive system condition. Type:constipation,") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.) And surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, application site pruritus, mood swings, acne, abdominal distension and constipation outcome was unknown, the pelvic pain, application site pain, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue and abdominal pain had resolved and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, acne, alopecia, application site pain, application site pruritus, constipation, device breakage, device dislocation, dyspareunia, fatigue, menorrhagia, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: total bilateral occlusion. "Concerning the injuries reported in this case, the following one was reported via social media: application site pruritus, application site pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant'), device breakage ('fracturing of the implant') and genital haemorrhage ('bleeding/ two weeks before dark brown') in a 36-year-old female patient who had essure (batch no. 919013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included folic acid and hydroxychloroquine. In 2013, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), acne ("rashes or skin conditions type: rashes on elbows, knees, under arms and face, acne"), fatigue ("fatigue, tired"), constipation ("gastrointestinal or digestive system condition type:constipation,") and alopecia ("hair loss, I lost a lot of hair"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), application site pain ("arm start to hurting"), application site pruritus ("itchy where the nickel place"), abdominal distension ("gastrointestinal or digestive system condition type: bloating, excessive bloating"), flatulence ("gas"), genital haemorrhage (seriousness criterion medically significant), cervicitis ("chronic cervicitis"), rash ("rashes"), insomnia ("insomnia"), back pain ("back hurt"), nausea ("feeling nauseous"), anxiety ("anxious"), dysmenorrhoea ("period heavy and really bad cramps"), allergy to metals ("allergies symptoms to nickel I have it"), feeling abnormal ("get worse"), influenza ("flu"), loss of libido ("lost interest in sex"), dermatitis allergic ("skin allergy"), malaise ("sickness start in october"), arthralgia ("pain in wrist"), abdominal pain lower ("still have pain in my low abdomen") and depression ("depressed, depression") and was found to have vitamin d decreased ("low vitamin d"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy. And she had surgery to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, application site pruritus, mood swings, acne, constipation, flatulence, genital haemorrhage, cervicitis, insomnia, back pain, nausea, anxiety, dysmenorrhoea, allergy to metals, vitamin d decreased, feeling abnormal, influenza, dermatitis allergic, malaise, arthralgia, abdominal pain lower and depression outcome was unknown, the pelvic pain, application site pain, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue and abdominal pain had resolved and the abdominal distension, alopecia, rash and loss of libido had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, anxiety, application site pain, application site pruritus, arthralgia, back pain, cervicitis, constipation, depression, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, flatulence, genital haemorrhage, influenza, insomnia, loss of libido, malaise, menorrhagia, mood swings, nausea, pelvic pain, rash, vaginal haemorrhage and vitamin d decreased to be related to essure. The reporter commented: go to mexico to have essure removed. Date(s) of insertion: (B)(6) 2013 (as per pfs discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: results: total bilateral occlusion. "Concerning the injuries reported in this case, the following one was reported via social media: application site pruritus, application site pain. Concerning the injuries reported in this case, the following ones were reported via social media: flatulence, genital bleeding, chronic cervicitis, rash, insomnia, back pain, nausea, anxiety, dysmenorrhea, allergy to metals, vitamin d low, depression, feeling abnormal, influenza, loss of libido, allergic skin reaction, malaise, arthralgia, lower abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: fu5 & fu6 process together. Social media received. New reporter was added. Added event bleeding/ two weeks before dark brown, chronic cervicitis, rashes, insomnia, back pain, nausea, anxiety, period heavy and really bad cramps, allergies symptoms to nickel I have it, low vitamin d, depression, get worse,flu, lost interest in sex, skin allergy, sickness, wrist pain, still have pain in my low abdomen. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant'), device breakage ('fracturing of the implant') and genital haemorrhage ('bleeding/ two weeks before dark brown') in a 36-year-old female patient who had essure (batch no. 919013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included folic acid and hydroxychloroquine. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced mood swings ("hormonal changes describe: ood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), acne ("rashes or skin conditions type: rashes on elbows, knees, under arms and face, acne"), fatigue ("fatigue, tired"), constipation ("gastrointestinal or digestive system condition type:constipation,") and alopecia ("hair loss, I lost alot of hair"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), application site pain ("arm start to hurting"), application site pruritus ("itchy where the nickel place"), abdominal distension ("gastrointestinal or digestive system condition type: bloating, ecxessive bloating"), flatulence ("gas"), genital haemorrhage (seriousness criterion medically significant), cervicitis ("chronic cervicitis"), rash ("rashes"), insomnia ("insomnia"), back pain ("back hurt"), nausea ("feeling nauseas"), anxiety ("anxious"), dysmenorrhoea ("period heavy and really bad cramps"), allergy to metals ("allergies symptoms to nickel I have it"), feeling abnormal ("get worse"), influenza ("flu"), loss of libido ("lost interest in sex"), dermatitis allergic ("skin allergy"), malaise ("sickness start in october"), arthralgia ("pain in wrist"), abdominal pain lower ("still have pain in my low abdommen"), depression ("depressed, depression") and visual impairment ("vision problems") and was found to have vitamin d decreased ("low vitamin d"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy. And she had surgery to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, application site pruritus, mood swings, acne, constipation, flatulence, genital haemorrhage, cervicitis, insomnia, back pain, nausea, anxiety, dysmenorrhoea, allergy to metals, vitamin d decreased, feeling abnormal, influenza, dermatitis allergic, malaise, arthralgia, abdominal pain lower, depression and visual impairment outcome was unknown, the pelvic pain, application site pain, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue and abdominal pain had resolved and the abdominal distension, alopecia, rash and loss of libido had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, anxiety, application site pain, application site pruritus, arthralgia, back pain, cervicitis, constipation, depression, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, flatulence, genital haemorrhage, influenza, insomnia, loss of libido, malaise, menorrhagia, mood swings, nausea, pelvic pain, rash, vaginal haemorrhage, visual impairment and vitamin d decreased to be related to essure. The reporter commented: go to mexico to have essure removed. Date(s) of insertion: (B)(6) 2013 (as per pfs discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: results: total bilateral occlusion. "Concerning the injuries reported in this case, the following one was reported via social media: application site pruritus, application site pain. Concerning the injuries reported in this case, the following ones were reported via social media: flatulence, genital bleeding, chronic cervicitis, rash, insomnia, back pain, nausea, anxiety, dysmenorrhea, allergy to metals, vitamin d low, depression, feeling abnormal, influenza, loss of libido, allergic skin reaction, malaise, arthralgia, lower abdominal pain. Lot number: 919013 manufacture date: 2011-10 expiration date: 2014-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2020: quality safety evaluation of ptc on 23-mar-2020: content from social media received. Reporter was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and device breakage ("fracturing of the implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), application site pain ("arm start to hurting") and application site pruritus ("itchy where the nickel place"). The patient was treated with surgery (to remove the essure implant).essure was removed in 2014. At the time of the report, the device dislocation, device breakage, pelvic pain, application site pain and application site pruritus outcome was unknown. The reporter considered application site pain, application site pruritus, device breakage, device dislocation and pelvic pain to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media: application site pruritus, application site pain. Most recent follow-up information incorporated above includes: on 7-jun-2018: content from social media received: events application site pruritus and application site pain were added. Reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant'), device breakage ('fracturing of the implant') and genital haemorrhage ('bleeding/ two weeks before dark brown') in a 36-year-old female patient who had essure (batch no. 919013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included folic acid and hydroxychloroquine. In 2013, the patient experienced mood swings ("hormonal changes describe: ood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), acne ("rashes or skin conditions type: rashes on elbows, knees, under arms and face, acne"), fatigue ("fatigue, tired"), constipation ("gastrointestinal or digestive system condition type:constipation,") and alopecia ("hair loss, I lost alot of hair"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), application site pain ("arm start to hurting"), application site pruritus ("itchy where the nickel place"), abdominal distension ("gastrointestinal or digestive system condition type: bloating, ecxessive bloating"), flatulence ("gas"), genital haemorrhage (seriousness criterion medically significant), cervicitis ("chronic cervicitis"), rash ("rashes"), insomnia ("insomnia"), back pain ("back hurt"), nausea ("feeling nauseas"), anxiety ("anxious"), dysmenorrhoea ("period heavy and really bad cramps"), allergy to metals ("allergies symptoms to nickel I have it"), feeling abnormal ("get worse"), influenza ("flu"), loss of libido ("lost interest in sex"), dermatitis allergic ("skin allergy"), malaise ("sickness start in october"), arthralgia ("pain in wrist"), abdominal pain lower ("still have pain in my low abdommen"), depression ("depressed, depression") and visual impairment ("vision problems") and was found to have vitamin d decreased ("low vitamin d"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy. And she had surgery to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, application site pruritus, mood swings, acne, constipation, flatulence, genital haemorrhage, cervicitis, insomnia, back pain, nausea, anxiety, dysmenorrhoea, allergy to metals, vitamin d decreased, feeling abnormal, influenza, dermatitis allergic, malaise, arthralgia, abdominal pain lower, depression and visual impairment outcome was unknown, the pelvic pain, application site pain, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue and abdominal pain had resolved and the abdominal distension, alopecia, rash and loss of libido had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, anxiety, application site pain, application site pruritus, arthralgia, back pain, cervicitis, constipation, depression, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, flatulence, genital haemorrhage, influenza, insomnia, loss of libido, malaise, menorrhagia, mood swings, nausea, pelvic pain, rash, vaginal haemorrhage, visual impairment and vitamin d decreased to be related to essure. The reporter commented: go to mexico to have essure removed. Date(s) of insertion: (B)(6) 2013 (as per pfs discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: results: total bilateral occlusion. "Concerning the injuries reported in this case, the following one was reported via social media: application site pruritus, application site pain. Concerning the injuries reported in this case, the following ones were reported via social media: flatulence, genital bleeding, chronic cervicitis, rash, insomnia, back pain, nausea, anxiety, dysmenorrhea, allergy to metals, vitamin d low, depression, feeling abnormal, influenza, loss of libido, allergic skin reaction, malaise, arthralgia, lower abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events: vision problems, lost interest in sex were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and device breakage ("fracturing of the implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in 2014. At the time of the report, the device dislocation, device breakage and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.